Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Manufacturer narrative:
The field complaint of a no power issue and a burnt ac power adapter was verified. The visual inspection confirmed burnt/melted damage to the plug adapter of the ac power adapter and revealed no damage to the transmitter. After opening the ac power adapter no burnt components were observed on the main circuit board, or to the inner casing of the ac power adapter. Upon opening the transmitter no burnt components were observed. Tested unit with working ac power adapter and unit successfully powered on. Performed the delete data process successfully. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue.

Event description:
It was reported that a patient presented with a burned power adapter noted on the transmitter. The product was returned without adverse patient consequences.